Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
The patient was plugging a non-vivalink extension cord into the electrical plug, at that moment a spark flew out, and the electric current ran through her entire body. There is a small burn on her left palm, where she held the wooden closet. After the electrical discharge current, she experienced subjective arrhythmia, headache, also measured hypertension up to 190/100 mmhg, took tensiomin 12.5 mg tablets. ECG without acute ischemic changes. The patient complains that the instructions for use do not mention the need to be careful not only with water, but also with electricity. The patient believes that the long-term EKG recorder she was wearing at the time of the incident contributed to the electric shock.